Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified: a long tibial targeting guide handle (lot 62469644) and an impaction head (lot 63067350) were returned for evaluation. As returned, the threaded feature of the impaction head was fractured and was in the targeting guide handle. Material hardness and the diameter of the threaded feature are conforming to print specifications. The impaction head shows wear & tear that indicates repeated use during a potential field age of approximately 5 years 4 months. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: long tibial targeting guide handle cat#: 00249000520, lot#: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.